Event description:
It was reported that the patient experienced weight gain. The patient stated that she turned her implant up to 5v in july and received therapeutic relief, however, patient stated she gained about 10 pounds since then. The patient stated she had gastroparesis , short gut, and overall pain when eating. The patient stated that she had her physician turn her stimulation down to 1 volt. Follow up reported the patient was still having concerns with their device or therapy but they have not sought further help. It was later reported by the health care provider that the device was explanted. No further information was reported.

Event description:
It was noted that when the device was turned up to 5 v the patient still had gas pains at the side of her stomach or ¿some kind of pain.¿ the patient was, however, not as bloated as before. The patient¿s dissatisfaction with the weight gain prompted the amplitude on the device to be reduced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received indicated that the patient had her implant removed because it was bulky and on top of her stomach, causing pain. The patient stated it shocked her, although it did help her with nausea.

Event description:
It was further reported that the patient outcome was listed as no injury. The patient was not hospitalized at all for the event.